Event description:
Info was received that reported a pt sought treatment for a rash. The pt reported that she had a "allergic skin rash" while using the product and she was treated with 1% hydrocortisone cream. The pt recovered with no incident related medical sequelae.

Manufacturer narrative:
Customer has not yet retuned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.